Event description:
It was reported to bsc/target that, "dr tried to place gdc coil at his desired lesion site (in the basilar tip). When he put the coil in the aneurysm and tried to adjust its position, the coil broke without any kinds of operation included power supply. He was perplexed and asked the detail report to be caused the accident."